Event description:
During routine testing of the device at the service ctr, the service tech reported the upper housing of the roller pump was cracked. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.